Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked and bleeding lcd, a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer's parent reported via phone call that their insulin pump was damaged. Customer's parent stated the device had cracks on the screen when the customer bumped it while jumping out of the truck. The customer¿s blood glucose level was not provided at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.